Event description:
In 2008, I had lasik eye surgery at (B)(6). Since then, I have suffered from night blindness, dry eye, little or no depth perception at night, and even blurred vision if reading or studying. The night blindness is frightening. I often can't see objects until they are right in front of me. Driving is nearly impossible because I can't see medians, nor can I tell how fast a car is coming toward me while attempting to make a left turn, for instance. When I absolutely have to drive at night, I take back roads and drive very slowly. At home at night, I have 6 lamps in my work room, all have maximum wattage, and it is still not enough. I am an artist, and now I must do all my detail work during daylight hrs. I also have trouble distinguishing colors at night, especially if two or more colors are similar, such as a menu with brown lettering on beige paper. Tasks like grocery shopping are difficult because searching for items causes eye strain after 20 mins or so, and my eyes become blurry and weak. I rarely read books anymore because my eyes become exhausted very quickly. The computer is not too bad because I have a huge screen and can adjust my distance as needed, and the brightness of the screen doesn't seem to make my eye tired too quickly. My laptop is a different story. I had to change the fonts to extra large, so nothing really fits on the screen. I also have little depth perception. I constantly run into coffee tables, knock over glasses and cups, and have to feel my way out of a movie theater. I remember during the surgery that I had several doctors standing over me, and I distinctly remember smelling something burning, and yes, it did hurt, contrary to what I was told to expect. I went to my f/u appointment and was told I had 20/15 vision, even though I reported several disturbing vision problems.